Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt stopped feeling stimulation and that the programmer indicated that the ipg battery was low. The low battery flag was cleared and the amplitude of stimulation was increased. The pt is now getting good stimulation. No additional info is available at this time.

Manufacturer narrative:
Eval method: calculation performed. Results: based on parameters provided, with an assumed 24/7 usage, the ipg would last 43-81 months. The program settings are high enough that it would not indicate passivation, but premature depletion. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.